Manufacturer narrative:
Gtin/UDI number for item 2441-0007 lot 16115107 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer stated that the burette set that was attached to a bag of vincristine snapped at the top, above the burette, at the end of the medication administration. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 25ml bag of 0.9% sodium chloride injection usp (hospira; lot 70-092-jt, exp 1apr2018), therapy date (B)(6) 2017. The customer¿s report of a burette snapping at the top was confirmed. Visual inspection (including microscopic) revealed only slight evidence of bonding solvent at the connection site of the tubing to the top of the burette. The root cause of the failure was an insufficient amount of bonding solvent applied at the attachment site during production of the set.